Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that no event date was provided; however, logs were reviewed and it was observed that there were three defib fire events on (B)(6) 2026. There were no critical errors recorded that indicate a device malfunction occurred. The device passed all functional tests using test accessories, including shock testing, defib cycling, and bench handling, using test accessories with no issues found. The investigation is closed as no fault found, as the device passed all functional tests, no accessories were returned, and log review did not observe a device-related fault. No emerging trend based on similar reports.